Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers and pockets were unable to open, users were unable to recover, and error message displayed device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed not detected on bus error message. A field service engineer replaced the failed drawer controller printed circuit board, verified proper operation through diagnostics and the application, and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.